Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching, irritation, and a red spot at the sensor site. Healthcare professional contact was made 3 months prior and the customer was prescribed locoid cream (containing cortisol) for treatment. Based on additional information obtained from the customer on (B)(6)2021, the prescribed cream was for the customer¿s ongoing eczema problems not for the reported symptoms. The customer noted that the reported skin irritation issue healed on its own. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section b5 has been updated. Based on additional information obtained from the customer on (B)(6)2021, the customer had not received any hcp treatment for the reported skin irritation issue. The prescribed cream was for the customer¿s ongoing eczema problems. The customer noted that the reported skin irritation issue healed on its own. Based on this information, the case does not meet the reportability criteria.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching, irritation, and red spot at the sensor site. Healthcare professional contact was made 3 months prior and the customer was prescribed locoid cream (containing cortisol) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of the event is unknown. The date entered is per customer report of "last consultation three months ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching, irritation, and red spot at the sensor site. Healthcare professional contact was made 3 months prior and the customer was prescribed locoid cream (containing cortisol) for treatment. There was no report of death or permanent injury associated with this event.